Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A hospital materials manager reported that a system message was displayed during surgery. The system was exchanged and the surgery was completed. There was no harm to the patient reported.